Event description:
Following a catheterization procedure an angio-seal device was placed in a pt's groin. Later (length of time not documented) the pt developed a large hematoma which developed into a pseudoaneurysm. Ultrasound guided manual compression was attempted without success. The pt was referred to a vascular surgeon at the time of last report. As of 10/16/98 there has been no further report to the MFR of pt treatment, further complication; or pt sequelae.